Event description:
It was reported the implantable neurostimulator (ins) had rotated and moved in the pocket area causing some tension. The healthcare professional (hcp) wanted a solution that did not resolve a revision or opening the pocket. The manufacturing representative stated the hcp typically did not suture the ins. Follow up with the manufacturing representative indicated that no intervention was required at this point. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014 , product type extension; product ID 3387s-40, lot # va0ff59, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0g100, implanted: (B)(6) 2014, product type lead. (B)(4).